Manufacturer narrative:
A partial lead was returned in two pieces measuring 8.4 cm in connector portion and 30.0 cm in distal portion. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker-dependent patient in the clinic on (B)(6) 2017 for system upgrade procedure. During the procedure, it was noted that the capped right ventricular lead had an inner coil fracture near the clavicle. Besides, the lead helical screw could not be retracted nor could a stylet be placed down the lumen. The lead was explanted successfully. The patient remained stable throughout the whole procedure.